Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during preparation for use of an unspecified therapeutic procedure the subject device had bad image and could not see the anatomy. No patient harm reported.

Manufacturer narrative:
Updated fields: d9 - date returned to mfg., g3, h2, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to include updates. A definitive root cause could not be identified. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation, a failed leak test and a slice on the cable. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, during preparation for use of an unspecified therapeutic procedure the subject device had bad image and could not see the anatomy. No patient harm reported.